Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and the patients implantable pulse generator (ipg) had reached end of life. The patient underwent an explant procedure to explant and replace the ipg. The patient was doing well postoperatively with no patient complications.

Manufacturer narrative:
The returned ipg passed visual inspection and all tests. No end of life message was displayed. The device exhibits normal device characteristics. A product labeling review identified that the device was used per instructions for use (IFU) product label and it did not reveal any anomalies. The IFU states that system failure can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches can result in ineffective pain control. The precision spectra system ipg software is programmed to end service after 12 years and undesirable stimulation may occur over time due to cellular changes in in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure. These are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, the reported event of the patient experiencing inadequate stimulation and undergoing a revision procedure due to receiving an end of life message could not be confirmed. The returned ipg was analyzed and passed visual inspection and all tests. No end of life message was displayed and the device exhibited normal device characteristics. Therefore, with the reported observations and the labeling review, it has been determined that the reported event of the patient experiencing inadequate stimulation is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and the patients implantable pulse generator (ipg) had reached end of life. The patient underwent an explant procedure to explant and replace the ipg. The patient was doing well postoperatively with no patient complications.